Event description:
Per the info provided to co by the physician's office, the device was removed because of "urinary retention due to urethral perforation by penile prosthesis, infection, marked penile edema." As reported to co, the entire device was removed and not replaced.